Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having battery issues. There was no reported impact to the customer's blood glucose level. During a follow up, the customer stated their issue had been resolved however, no further details were provided.